Event description:
It was reported a large volume infusor over-infused. The infusor was filled with 5-fluorouracil (5fu) with a fill volume of 72ml and diluted with 158ml of dextrose with a total fill volume of 230ml. The expected infusion time was 46 hours; however, the actual infusion time was approximately 22 hours. Additionally, the customer noted it at 22 hours; however, it could have been less than 22 hours. The patient went to the emergency room and required vistogard treatment to prevent 5fu toxicity. No further information was provided.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone no: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 and h11. H4: the device was manufactured between 06/05/2025 and 06/09/2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.